Event description:
Mcgaw horizon nxt IV pump in dose mode for dobutamine 12.6 cc/hr. IV pump battery low. Turned off. Turned back on. Rate noted to now be at 100 cc/hr. Rate immediately decreased to 12.6 cc/hr. Pt may have received this rate for approx 10-15 mins.